Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors and lead noise were observed. Lead remains implanted. The patient condition was stable and monitoring will continue.

Event description:
New information received states that the lead was capped. The patient condition was stable after the event.